Manufacturer narrative:
Concomitant medical products: product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 399930, lot# v025708, implanted: (B)(6) 2007, product type: lead. (B)(4)

Event description:
The patient reported they experienced a loss of therapy and a loss of stimulation daily which was a sudden change, and as a result their pain returned. Relevant medical history includes failed back surgery syndrome. The patient programmer (pp) hadn't been used to check the device. The patient didn't know what they were doing when they felt stimulation turn off. The change in stimulation was not related to positional movement, there were no traumas/falls reported, and no recent medical tests or emi exposure. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.